Manufacturer narrative:
Continuation of d11: product ID neu_tlock_anchor lot# unknown product type accessory product ID 3708360 lot# serial# (B)(6) implanted: (B)(6) 2006 explanted: (B)(6) 2019 product type extension product ID 3487a-33 serial# (B)(6) implanted: (B)(6) 2006 explanted: (B)(6) 2019 product type lead h6: deleted device code c62952 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: extension; product ID: 3487a-33, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient was brought back to surgery. The doctor attempted to disconnect and reconnect the extension. The patient felt stimulation in the same area. The lead was too short to connect directly to the battery so the old system was removed and replaced with a new lead. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was implanted and was programmed post operation so that they received great coverage in both feet. The patient went home and that evening felt vibration about ½ inch above the implant site where the coiling was. The patient felt no stimulation down to their feet, only at the spot above the implant site. Impedances were run with reference electrodes 0, 1, 2 and 3 with a range of 3370 to 6720 ohms. During reprogramming an out of range message was seen at 3.2ma. Troubleshooting directed them to follow-up with the healthcare professional and have another x-ray done to compare with the previous x-ray taken in the operating room. Additional information received from the manufacturer representative reported that the cause was not determined but the healthcare provider thought it was from fluid when they washed out the pocket before closing. Programming was left with the patient and she was given instructions to turn stimulation on periodically to see if relief came back. The patient was going to be back in the office for her post op on friday. The issue had not been resolved at the time of the report. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the high impedances wasn¿t determined, and they didn¿t correct themselves. The rep reported that the idea from the managing physician of fluid from the wash out, was most likely not the culprit as it had not corrected itself in the time frame from the patient meeting to her post-operative appointment on (B)(6) 2019. The rep reported that the patient attempted to turn stimulation back on at random times with no progress; stimulation was still just in the one square spot above the battery. The issues weren¿t resolved. No further complications were reported.

Manufacturer narrative:
Product ID: neu_tlock_anchor, lot# unknown, product type: accessory; product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: extension; product ID: 3487a-33, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: lead. Analysis results were not available at the time of this report. A follow up report will be sent once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that a couple hours after ins replacement, stimulation stopped working on (B)(6) 2019-01-02. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: neu_tlock_anchor, lot# unknown, product type: accessory; product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: extension; product ID: 3487a-33, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: lead. Analysis of the lead ((B)(4)) found that the proximal end conductor was broken (overstress/damage). If information is provided in the future, a supplemental report will be issued.